Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated they hadn't turned their neurostimulator off for their pump procedure on (B)(6) 2022 when patient services was reviewing best practices for a surgical procedure and discussing the compatibility between systems. The patient stated they hadn't known anything about turning it off but had asked the surgeon to use as little cautery as possible. The patient stated they told the neurosurgeon that they had a neurostimulator nearby and where it was but the neurosurgeon said it was more convenient for them to place it in the area they placed it and that it was on the same left side as the implant. The patient reported, however, that since they had the pump placed, they weren't able to urinate so they increased their stimulation up to .8. The patient stated that they hadn't been able to tolerate the stimulation at .8 before they got the pump however now they couldn't feel the stimulation and they stated they thought they couldn't feel it because of the vivacaine they were using at the perineal area (one of the delivery areas). The patient also stated that since baclofen makes you even less able to go to the bathroom, it made their bladder muscles "go flaccid", where they couldn't urinate so they increased. The patient stated they hadn't been expecting the pump to interfere with their bladder stimulator but they were concerned that the stimulation was damaging things since they couldn't feel it now and they were also worried about not having turned the neurostimulator off for the procedure and the patient wanted to know if the surgery could have damaged their implant. Patient services reviewed stimulation expectations and the potential for damage from a surgical procedure with the patient but redirected them back to their hcp to check the implanted system. Patient services asked the patient if they were getting a greater than 50% reduction intheir symptoms and the patient confirmed that they were, and that they were going now, but they weren't going that much. The patient stated they should be going at least 2000 cc a day and sometimes they could drink 6 23 oz bottles of water and only go 1400 cc and their stream wasn't as fast. The patient stated their life was really limited now but if they had to go back to self-catheterizing again then they knew they wouldn't be able to go anywhere or do anything. Again patient services redirected the patient to follow up with their managing hcp about their concerns. Please understand this patient was extremely difficult to follow because they were jumping all around during the call and patient services did their best to document the reported information. This conversation lasted for almost an hour. The patient's relevant medical history included the patient has adhd, has a lot of pain and right now they weren't sitting or standing well. The patient has interstitial cystitis for which they used the pump. The patient also stated they used the pump because they had thoracic and lumbar sacral bone disease from injuries: the patient was a diver, fell out of trees, fell off of horses and was hit by a tr actor trailer. The patient also reported they had a broken coccyx that broke first in 1983, hurt for 9years and then stopped for 15 years and it would never go away again but then the patient tripped again and fell right on it and broke it again. The patient stated that because of this, the coccyx healed backwards, where about the last inch of it was going away from the patient's back and they also had a bone spur on the back of it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that there were no steps taken to resolve the issue but noted the patient is having glucose control issues. The hcp reported that the issue has not yet been resolved.